Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 18-aug-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 10 mg/ml;1.5 mg/day, bupivacaine 10 mg/ml; 1.5 mg/day and fentanyl 1000 mcg/ml;150 mcg/day via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was unknown. It was reported the patient had been experiencing pain throughout the summer. Fentanyl was added to the pump to cover the pain. When the patient moved back to (B)(6), the managing physician wanted to investigate the pain with the dye study. A dye study was performed (B)(6) 2018 and results were the catheter was occluded. The pump was programmed to stopped pump that day because the dye study was done. The patient was scheduled for a pump replacement and catheter revision on (B)(6) 2018, then was rescheduled for (B)(6) 2018. The patient was getting cleared by their cardiologist for the surgery. The cardiologist admitted the patient to the hospital (date of admission unknown) because he was experiencing cardiac problems. The hcp planned to turn the pump off on (B)(6) 2018. The patient was supplemented with oral medication. No further complications were reported.